Manufacturer narrative:
Findings: unit was received with operating currents within specifications. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was returned for power error detected alarm. The power management tool confirmed power error detected alarm was triggered when backup battery loaded voltage was less that 3.5 volts for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received a power error alarm upon delivery. Customer's blood glucose levels were 132 mg/dl. Their blood glucose then started to go up because insulin delivery was stopped by the alarm. Troubleshooting was performed. They were advised to to follow the troubleshooting steps after the call ends for the alarm and to call back if error recurs. The insulin pump was returned for analysis.